Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device was removed so she could have MRI. The patient neurostimulator and the lead were explanted and replaced. The patient did not require hospitalization, she was an outpatient.

Event description:
Additional information received reported that the cause of the event was unknown, but the patient had constant catheterization due to urinary retention. The issue was due to lead migration or dislodgement. An x-ray on (B)(6)-2014 showed that the lead had migrated away from the sacral nerve into the foraminal canal. Reprogramming did not make a difference. No hospitalization was required and the patient outcome was noted as no injury.

Event description:
It was reported that the recently had a loss of therapeutic effect from their implantable neurostimulator (ins). It was noted that the lead component had supposedly been removed but the ins still had the ins. It was reported that, on x-ray, it was thought that ¿something was coming off of ins like the lead is been cut¿ and possibly an inch remained. Based on the notes from (B)(4) 2014 it was reported that the patient recently had a loss of functionality of the system (unknown as to when therapy stopped working). An x-ray showed ¿some lead migration¿ and also a loss of electrode connectivity on the #3 lead. There was a plan to revise the lead by explanting and putting in a new lead. It was noted that, at this point, the lead was to be explanted but the ins was to be left in the pocket to let the patient ¿complete neurological evaluation¿. It was planned (at a later date) to re-implant the patient with a permanent lead. The patient has peripheral neuropathy which required them to have a full body MRI of their t and l spine. It was noted that the patient was implanted with the device for urinary urgency/frequency. The patient had not had the MRI yet since the explant of the lead on (B)(6) 2014. Additional information received reported that part of the lead component may still be implanted in the patient as they may not have had a torque wrench to remove it. Further information received on (B)(6) 2014 reported that the patient¿s healthcare professional (hcp) removed the lead component was removed to have a thoracic and lumbar spine MRI. It was confirmed that the ins was left implanted. It was noted that a ¿tip (4 electrodes)¿ remained in the pelvis and a ¿cut lead¿ was present to prevent fluid in the ins connector block. In addition, it was reported that based on visualization of the 4 electrodes on an x-ray it ¿sounds like the lead was damaged during explant¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient; product ID 3093-28, lot# va01gb9, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).